Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. Following dilatation at 20 atmospheres, the device was removed. However, during removal, the device became stuck with the guidewire. The procedure was completed with a non-bsc device. No patient complications were reported.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. Following dilatation at 20 atmospheres, the device was removed. However, during removal, the device became stuck with the guidewire. The procedure was completed with a non-bsc device. No patient complications were reported. It was further reported that the guidewire and balloon catheter were removed together from the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a minor kink in the hypotube 38cm from the hub. Microscopic examination revealed no additional damages. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. The guide wire used in the clinical procedure was not returned with the device so a test guide wire was used for functional testing. A .014" test guide wire was advanced into the guide wire lumen and was able to pass thru. Inspection of the remainder of the device presented no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the kink was attributable to patient anatomy.